Event description:
It was reported that while using the catheter for an ablation procedure the irrigation tubing detached at the handle. The catheter was replaced and the procedure continued with no consequences to the pt. Additional info was requested but is not available.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.